Event description:
A user facility report was received from the (B)(6) stating: on (B)(6) 2014 a small mobile echodensity visualized in the lvot. During this admission, ldh rose to over 1000, plasma free hgb of 59, vad power spikes, urinalysis positive for large blood. Heparin was started.

Event description:
It was reported that the pump worked fine. The patient had severe right ventricle failure and was milrinone dependent. The patient was in hospice care at the time of his death.

Manufacturer narrative:
Based on the manufacturer's past experience of similar reported events, increased lactate dehydrogenase (ldh)levels, power elevations, and hematuria can be indicative of device thrombosis; however, a full examination of device, could not be conducted because the device was not returned for analysis. A correlation between the device and the reported event could not be conclusively determined. Device thrombosis, hemolysis, and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 11 months. The attached user facility report #(B)(4) was received from the (B)(6). A review of available patient information noted that the patient had (B)(6) bacteremia and developed sepsis. The patient had been on long term suppressive antibiotics. It was reported that there was no evidence of a pump pocket or driveline infection. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.